Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The battery power supply was tested, the flash was erased and the radiator was calibrated. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 8800 system displayed a low milliamp error message. No pt injury was reported.